Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had insulin flow block alarm. Customer¿s blood glucose was 287 mg/dl at the time of incident. Customer stated that they tried different cannula lengths. Customer stated the tubing was not bent or kinked. Customer stated they tried all remedies. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.